Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they received a critical pump error. The customer's blood glucose was 10 mmol/l at the time of incident. The critical pump error alarm was not resolved. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with blank display due to corroded electronic assemblies. Unable to verify critical pump error, frozen display, partial display or change battery alert due to blank display. Unit was received with corroded motor home switch, minor scratches on case, pillowing keypad overlay, stained keypad overlay, cracked case (battery tube), cracked retainer and minor scratches on lcd window.